Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customer¿s blood glucose level was 185 mg/dl. The customer stated that troubleshooting was performed an they were able to clear the alarm and complete the rewind. The displacement test was failed. The device will be returned for the analysis.

Manufacturer narrative:
Insulin pump was received with pump error 38 alarm during rewinding due to corroded motor home switch. No unexpected pump error 43 alarm noted. Device was received with moisture damage on electrical board,